Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis and cloudy effluent. On the day of the onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. The patient was hospitalized for five days before being discharged. At the time of this report, the patient was recovered from this peritonitis event. The pd therapy was ongoing. Patient was retrained in proper sterile technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.